Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel 300cc, gel siltex breast implants catalog number 3543007, lot number 151626. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 300cc, gel siltex breast implants which the right side ruptured after implantation. The ultrasound suggested rupture and was detected on (B)(6) 2018; and confirmed during surgery, (B)(6) 2018 . As a result, the patient underwent bilateral removal and replacement with gel implants as follow: left: catalog number: 350225-1bc, serial number: (B)(4), right: catalog number: 3502251bc, serial number: (B)(4) on (B)(6) 2018. Patient improved after the procedure.